Manufacturer narrative:
Additional information was received that the event for sample 1 occurred on (B)(6) 2023. Medwatch field b3 was updated. The event for sample 2 occurred on (B)(6) 2023..

Event description:
There was an allegation of questionable gluc hk gen.3 (glucose) results from the cobas 8000 cobas c 502 module. Sample 1 results were 0.52 mmol/l and 5.21 mmol/l. Sample 2 results were 0.23 mmol/l and 10.2 mmol/l from another analyzer. The questionable results were not reported outside of the laboratory. The reagent lot number was 67182001 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The field service engineer replaced the rinse tubing and sample probe. The investigation determined the service actions resolved the issue.